Event description:
A surgeon reported a patient with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. Additional information was received from the surgeon's assistant who reported the lens was exchanged. At the patient's last postoperative visit, the assistant reported he was doing well. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. So sample was returned. There have been no other complaints reported in the lot number. Additional information was requested on 02/21/2012 and 02/22/2012 by phone, fax, and mail. A completed questionnaire was received on 02/28/2012. (B)(4).